Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The device will not turn on. The patient alleges bladder cancer and heart attack. The medical intervention was not specified. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a bipap device's sound abatement foam. The device will not turn on. The patient alleges bladder cancer and heart attack. The medical intervention was not specified. In type of reportable event, malfunction was chosen. The correct selection is serious injury.